Event description:
During the procedure, a frayed catheter was noted. The mapping catheter was inserted into the sheath and a pre map was created. The catheter was then removed from the patent and ablation was then performed. During this time, the mapping catheter sat on the patient table outside the patient. When the physician went to insert the catheter back into the sheath to post map, the distal tip of the catheter was noted to be frayed. The coating around the different splines was coming undone. The decision was made not to reinsert the catheter and it was no longer used. There were no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The device was returned due to paddle damage. The pellethane tubing and splines were torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing remains unknown.